Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient's cadd-legacy® 1400 pump was set up with a 4 hour time blockade on the extra dose. There should also be a 1 hour time blockade on the morning dose. (There is always a 20 hour time blockade on the morning dose). The new pump received did not have these time blockades.